Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable low aceta acetaminophen result for one patient sample. The patient was in the intensive care unit for acetaminophen intoxication. The procedure at the site was to test for acetaminophen five times from samples drawn at different times. The result for the second sample in the series at 20:54 was 5.3 ug/ml and was reported outside the laboratory. Based on this result, an acetylcysteine infusion was stopped. After the result for the third sample drawn was 99.9 ug/ml, the physician contacted the laboratory. The acetylcysteine infusion was restarted. On (B)(6) 2017, the second sample in the series was repeated and the result was 167.1. Ug/ml. There was no allegation of an adverse event. The patient was in stable condition and the liver and kidney functions appeared to recover. The reagent lot number was 173776 with an expiration date of 31-jan-2018. Review of the provided analyzer alarm trace from around time of event had abnormal aspiration alarms. Calibration prior to the event and qc on the data of the event was acceptable. Further investigation could not determine a specific root cause. Since calibration and qc data were acceptable, a general issue with the reagent or instrument could be excluded. The root cause was most likely due to incorrect use of the 12x75 mm sample tube without a sample tube rack adapter. Product labeling for the analyzer states "take special care to place sample tubes correctly on the rack. This is especially important for 13 mm tubes which are narrower and more likely to tilt if placed incorrectly. If the tubes are not correctly seated in an upright position on the rack, the sample probe may attempt to sample outside the tube. Or the sample probe may hit the side of the tube, causing errors and incorrect results."